Event description:
It was reported that the gastrointestinal videoscope displayed scope error code e315. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. B3: date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunctions were identified during the device evaluation: lines in the image and burned c-cover. Based on the results of the investigation, a probable root cause could not be identified. The lines in the image are due to a defective charged coupled device (ccd) unit. The most probable cause of the burned c-cover is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.